Manufacturer narrative:
Hospital biomedical engineer performed examination of the infusion pump and confirmed the pump operated normally, and could not find a malfunction as cause of the report. The pump was returned to iradimed corporation for evaluation, and no problem was found that could result in this event. The reporter indicated that the infusion set was retained and it has been requested that the infusion set be returned for evaluation with the customer's, pump. Iradimed corporation is awaiting the receipt of this infusion set. Once this infusion set has been received and evaluated, a f/u report will be provided. This report should be provided within 30 days of this report.

Event description:
During an MRI infusion, the nurse was setting up the pump, and the pump indicated to load the infusion set. The nurse reported she removed the set at least three times to clear the load set message, and subsequently found the 50 ml medication container was empty. The reporter indicated they believed the pt received "34 mg" of tpa-activase in approximately 5 mins. The pt was taken to the ICU afterward for monitoring and treatment. There was no report of any pt untoward adverse effects as a result of this event.